Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged fuse. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review, and power on self-test were performed. During the visual inspection it was identified that there a blown fuse. The fuse was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.